Event description:
While performing a procedure in the urinary tract, the tip of an optical fiber broke off. The physician retrieved the tip. No further problems for the patient was noted.

Manufacturer narrative:
While performing a procedure in the urinary tract, the tip of an optical fiber broke off. The physician retrieved the tip. The company thought it was prudent to submit an MDR. It appears this may have been attributed to operator technique.